Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system exhibited oversensing and noisy, leading to inappropriate electric shocks. The patient presented to the clinic and isometric testing was performed and the clinical observation reported was confirmed. Programming options were performed. Currently, this product remains in service and no additional adverse patient effects were reported.